Event description:
N/a.

Manufacturer narrative:
It was reported that valve was leaking and clamp time was increased by 45 minutes. The ring was removed and a new 25mm non-abbott valve was implanted successful. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
It was reported that on (B)(6) 2024, a 26mm rigid saddle ring was chosen for a mitral valve repair procedure. During the procedure, the repair was not up to the mark due to patient anatomy, valve was leaking and clamp time was increased by 45 minutes then they decided to exchange the ring. A new 25mm non-abbott valve was chosen and completed the procedure while the patient was still on bypass. There was no adverse patient effects due to increase in the clamp time. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.